Manufacturer narrative:
Concomitant products: the patient¿s medications include lisinopril and norvasc. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in the event - pxl161407/10638907, pxc231000/10953656, and pxc271000/10144795.

Event description:
On (B)(6) 2013, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In (B)(6) 2014 (date unknown), follow-up imaging identified a proximal type I endoleak, a possible type ii endoleak originating from the inferior mesenteric artery, and aneurysm enlargement from 4.5 to 5.0 cm. It was reported the proximal type I endoleak was most likely caused by trying to preserve an accessory renal artery during the initial procedure. There was reportedly no evidence of migration involving the trunk. On (B)(6) 2014, an intervention was performed to treat the proximal type I endoleak. It was reported that one aortic extender component was implanted extending 1 cm proximally, intentionally covering the accessory renal artery. A second aortic extender component was then implanted as a bridge between the trunk and first aortic extender component. The inferior mesenteric artery was reportedly coil embolized during the procedure to treat the type ii endoleak. Final angiography showed partial perfusion of the accessory renal artery and no evidence of endoleak. The patient tolerated the procedure.